Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse set the device up with a simulator and test circuit, and the triggering was successful. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not triggering. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not triggering; the iabp was connected to the patient, however therapy had not started. No patient harm, serious injury or adverse event was reported.